Event description:
Lmt received information about a failure/interruption during therapy with our ventilator luisa in a nursing home. The notification reported that on 14.08.2023 the ventilator failed without alarm during therapy and the patient was switched to another ventilator. At this time, lmt has no information about any harm to the patient. The ventilator was requested for further investigation and the exchange of information with the contact person was initiated.